Event description:
The pt resides in germany, they rec'd several er1 messages, reportedly their blood glucose was unstable due to medications required prior to a surgical procedure. Following the procedure the blood glucose levels reportedly stabilized and the er1 messages no longer occurred.